Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 759 mg/dl. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. The contact reported that the customer was not using the pump at the time of the hospitalization and it was not known why the customer was taken off the pump. The contact reported that the event was not related to the pump or supplies. The customer was currently in the hospital. The contact did not provide any further information. The cause of the high bg was not reported. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.